Manufacturer narrative:
Analysis was normal. No anomalies were found. Interrogation of the device revealed it was above the elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had drifted laterally causing considerable discomfort during shoulder movement and impeding necrosis of the skin overlying the lateral edge of the device. The ICD was referred for relocation into a submuscular pocket and change for having reached the elective replacement indicator (eri). The ICD was explanted and replaced. The procedure was successful. No problems were encountered.